Event description:
It was reported that the pt developed sloughage of the skin (approx 5 cm in size) following bunionectomy and use of a pain pump. Physician believes pt has necrotic tissue in that area.

Manufacturer narrative:
Eval summary: the pump was discarded by facility prior to reporting the complaint. The info contained herein is based on the info provided by the initial reporter. From info gathered, it was reported that the catheter was placed in the incision, which is not a recommended placement by I-flow. The directions for use (dfu) contain this warning: "to avoid complications in restrictive spaces, use the lowest flow rate, volume and drug concentration required to produce the desired result, in particular: avoid placing the catheter in the distal end of extremities (such as fingers, toes, nose, ears, penis, etc.), where fluid may build up as this may lead to ischemic injury or necrosis." A technical bulletin has also been created covering "hand and foot surgery continuous infusion - volume and flow rate selection." A review of the device history record for lot number 612934 found all manufacturing operations to be within specification. No malfunction of the device was reported. If add'l info is received pertinent to this incident, a follow-up report will be submitted.